Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
(B)(4). Multi-organ failure. Device not returned. Additional manufacturer narrative:unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. The patient also had another related event; (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned through the response received for a related event that the patient expired after an implant duration of approximately 3 days from cardiac arrest, septic shock, multi-organ failure, and endocarditis. According to the patient's discharge summary, this is the patient's second bout of endocarditis as the patient had endocarditis back in 2007. He received an echo, which demonstrated thickening of the leaflets only. The patient was seen also seen by another doctor for a second opinion, who confirmed the findings and recommended high risk reoperative aortic valve surgery. This was performed on (B)(6) 2010 and the patient had severe involvement with infected pannus throughout and an abscess in the annular ring all of which was debrided and managed and the second valve (edwards valve) replaced. The patient did well intraoperatively, had some problems with his svr requiring vasopressin and levophed to maintain the blood pressure. He was severely and profoundly acidotic overnight and also had a high cardiac output. He slowly improved but did go into renal failure and did require crrt. By (B)(6) 2010, he remained intubated. Chest x-ray worsening and what appeared to be inflammatory fluffy infiltrates bilaterally. By (B)(6) 2010, the patient had deteriorated, worsening saturations, hypotension, increasing requirements for inotropes. It was apparent the patient had overwhelming sepsis and multiorgan failure, no evidence of bleeding. The outlook was poor and this was conveyed to the family. No significant improvement by (B)(6) 2010, no bleeding, worsening chest x-ray, worsening o2 saturations. He was made a no code status and he was pronounced on (B)(6) 2010.